Manufacturer narrative:
During the requested site visit, the field service engineer (fse) resolved the issue by replacing the reagent seal tip 1 (09d39-03) and reagent seal tip 2 (09d40-04) while rebuilding the reagent syringe blocks. The reagent seal tip 1 (09d39-03) and reagent seal tip 2 (09d40-04) were determined to be the likely causes of the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument alinity c processing module, serial number (B)(6) service history review revealed no additional service tickets that is related to the current complaint. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The alinity ci system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and addresses troubleshooting of elevated concentration and erratic sample results and for the removal, replacement, and verification of the reagent seal tip 1 (09d39-03) and reagent seal tip 2 (09d40-04). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6) .

Event description:
The customer observed falsely elevated sodium results generated from alinity c processing module for one patient. The results provided were: initial=170 mmol/l /repeated=140 mmol/l. Laboratory reference range for sodium=135 to 146 mmol/l there was no reported impact to patient management.

Event description:
The customer observed falsely elevated sodium results generated from alinity c processing module for one patient. The results provided were: initial=170 mmol/l /repeated=140 mmol/l laboratory reference range for sodium=135 to 146 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.